Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that while preparing for device implant, automated impella controller (aic) sn: (B)(6) would not recognize purge disc and would not prime or move past the ¿2b: click purge disc, then close door¿ screen. Different aic (B)(6) obtained and team able to successfully prime and implant impella using the alternate aic. The patient's outcome at the time of explant was survived.